Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's delivery summary was displaying inaccurate bolus values. Reportedly, the values for manual bolus amounts and automatic correction bolus amounts were reversed. There was no reported impact to customer's blood glucose due to this issue. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.